Manufacturer narrative:
The device involved in this event was returned for evaluation. The speaker was replaced and the speaker volume quality improved; the device is functioning as designed.

Event description:
The customer reported that the speaker is audible but it cannot be adjusted loud enough. Alarms do sound, but the sound is distorted and quiet. No pt incident reported.